Manufacturer narrative:
Bleeding is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.

Event description:
It was reported that the patient had experienced a hemorrhage after a litt procedure. Right after the procedure, the patient was discharged from the hospital and was reported to be at home on (B)(6) 2023 with no identifiable complications, but was then re-admitted to the hospital with interventions of a CT scan and medication to address the hemorrhage. The physician indicated that it is unclear what caused the bleed. It was also noted that a biopsy was done on the patient prior to the ablation procedure.